Event description:
A (B)(6) old male patient contacted zoll lifecor customer support to report that he was connecting the belt to the monitor, and the connector was broken. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (broken belt connector) has been confirmed. Upon receipt, the belt connector housing was broken, causing the connector nut to separate from the connector. The root cause of the broken connector housing was likely a result of excessive force. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.